Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned with helix fully extended and within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the right atrial (ra) lead was dislodged, which was confirmed via an x-ray review. No electrical anomalies were noted. The ra lead was extracted and replaced. There were no adverse health consequences, the patient was stable.